Manufacturer narrative:
Deltapaq cerecyte microcoil 3 mm x 10 cm (cdf10031030/c23354) could not be detached in several attempts. Control light at the detachment control box (details unknown) was on. The coils (details unknown) prior to this coil and afterwards could be detached using the same detachment cable (details unknown). No patient consequences reported. The product was stored according to labeling instructions. The same detachment control box was used to complete the procedure. There were no damages noted on the coil after use. A pre-deployment electrical check was performed. The low battery light was not seen during the case. It is unknown if the fault light was seen during the case. The green system ready light illuminated. During the detachment cycle, the detachment light illuminated. The audible signal beeped. All connections appeared to fit properly without application of excessive force. The same microcatheter (details unknown) was used to complete the procedure. There was no resistance/friction during deployment of the coil system through the microcatheter. Torquing of the dpu was not required during positioning of the coil in the aneurysm. There was no clinically significant delay due to the event. The target vessel and vessel characteristics are unknown. As viewed into the returned packaging, it was observed that the coil was stretched, entangled, knotted and unsheathed. Due to how the coil was handled and packaged post-procedurally for return, it cannot be determined how much coil damage occurred during the procedure. Located off the distal tip on the tip coil and starting at 1.2 centimeters multiple sections of bucking damage were found. Located off the distal tip at 3 millimeters at the tapered section is buckling and possible torquing damage as the electrical wiring has been twisted. Due to how the entire microcoil system was handled and packaged for return, it cannot be determined how much total unit damage occurred during the procedure; however a portion of the buckling damage may have been due to distal interference. The source and location of this unknown interference and whether it¿s of a fixed or detached nature cannot be determined. The detachment fiber did not receive heat and no signs of melting were found. The device positioning unit (dpu) passed electrical testing with resistance at 50.3 ohms and the enpower systems go green light illuminated. The coil was detached on the first detachment cycle during laboratory testing. The detachment fiber received heat and melted as designed. The post-detachment resistance checks 50.6 ohms. Laboratory testing could not duplicate the field complaint of the non-detachment, therefore the root cause of the coils passing the pre-deployment electrical test and then its failure to detach inside the aneurysm cannot be determined. In addition, without the return of the complete, but unidentified detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these unknown components had any additional contributions to the complaint event. The damages found during analysis on the device may have occurred during shipping, because it was noted that the device was not damaged after the event. Based on the information and the analysis, the event could not be confirmed, however procedural factors may have contributed to the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
Deltapaq cerecyte microcoil 3 mm x 10 cm (cdf10031030/c23354) could not be detached in several attempts. Control light at the detachment control box (details unknown) was on. The coils (details unknown) prior to this coil and afterwards could be detached using the same detachment cable (details unknown). No patient consequences reported. The product was stored according to labeling instructions. The same detachment control box was used to complete the procedure. There were no damages noted on the coil after use. A pre-deployment electrical check was performed. The low battery light was not seen during the case. It is unknown if the fault light was seen during the case. The green system ready light illuminated. During the detachment cycle, the detachment light illuminated. The audible signal beeped. All connections appeared to fit properly without application of excessive force. The same microcatheter (details unknown) was used to complete the procedure. There was no resistance/friction during deployment of the coil system through the microcatheter. Torquing of the dpu was not required during positioning of the coil in the aneurysm. There was no clinically significant delay due to the event. The target vessel and vessel characteristics are unknown.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: coils (details unknown), detachment cable (details unknown), detachment control box (details unknown), microcatheter (details unknown).